Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted subtotal colectomy surgical procedure, the vessel sealer extend movement was out of control and moved in the opposite direction of the surgeon's master controller. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the issue occurred while the surgeon's head was inside the high resolution stereo viewer and attempting to manipulate instruments. The instrument was able to move but the wrist tip was in the wrong direction. The instrument scaled appropriately. The timing of the instrument was appropriate with no shakiness/friction observed. There was no instrument to instrument interference and no external collision. The issue was persistent with no injury to the patient. The issue occurred 40 minutes before the end of the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa confirmed/reproduce the reported complaint. The instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the master tool manipulator (mtm) and main tube.

Event description:
Refer to h11 for follow-up information.